Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported during a procedure, the light pipe and cutter were not moving freely. The light pipe got stuck in the cannula and could not be withdrawn. The light pipe and cannula had to be removed from the eye together. During removal, a cloud of vitreous came out and a large superior dialysis was detected. A secondary laser treatment and silicone oil injection was performed due to the event during the same procedure. Additional info has been requested.